Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, video and sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the infusion set was confirmed but the cause is unknown. A video of an infusion set being used and the physical sample, a 20g bard winged infusion set, were returned for evaluation. The returned video was of the infusion set leaking during patient access. The infusion set was being infused through the y-site with a syringe of clear liquid. As the infusion set was infused, a spraying leak was observed emanating from directly distal of the y-site connector. The spraying leak was confirmed when the returned sample was functionally tested in the lab. Visual evaluation of the returned sample revealed a semi-circumferential split in the tubing where the leak was seen emanating from in the video and during functional testing in the lab. The split traversed approximately 3/4 of the circumference of the tubing. Microscopic examination was conducted on the split site. The tubing had broken directly distal of the adhesive fillet, which connects y-site to the tubing. The adhesive fillet appeared complete and unremarkable. The surface of the split edges revealed a dull veneer and a granular texture with multiple, irregularly oriented striations or ridges along the surface. After testing was completed, the device tubing was cut in an undamaged area by the investigator. The inner diameter and outer diameter of the tubing were measured, and it was confirmed that the tubing met the device specifications. No evidence of manufacturing defect or deformity was observed on the returned sample. Possible contributing factors for this type of failure could include material fatigue or tensile (pulling) forces applied at the joint.

Event description:
It was reported that leak on the tubing of needle g 20. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refq3143 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (refq3143) have been reported from the same facility in (B)(6).

Event description:
It was reported that leak on the tubing of needle g 20. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.